Event description:
The customer contacted stryker to report that their device has an intermittent power on button. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicated the reported issue. The device was successfully powered on and off each time the power button was pressed. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.